Event description:
The complainant reported that the optical signal of an implanted impella cp pump disappeared after a third round of shockwave was applied to the patient during a scheduled procedure. Support was completed with the implanted pump without interruption. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. Data logs were returned and after 2 hours of the pump start, placement signal not reliable (snr) alarm was observed. The placement signal went to 3000, contrast decreased, light was stable, lamp increased to 100 and gain slightly increased. The snr reduced to zero. These characteristics are similar to that of a sensor damage. Clinical suggests that the patient was given shockwaves and on the 3rd shock, the sensor went out. As per the IFU 0048-9007 rr the sensor can be damaged when exposed to shockwaves. Therefore as per the data log review and clinical information provided, the root cause of the optical signal issue was most likely a damaged sensor due to shockwave interaction. The distance between shockwave and the sensor is unknown. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.